Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors not provided may have contributed to the vfib, coronary occlusion and subsequent conversion to open surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 ultra valve was implanted in the aortic position by the transapical approach. As soon as the bav was in position in the annulus, ventricular fibrillation (vf) occurred. Bav was performed without rapid pacing due to the ventricular fibrillation. Bav showed occlusion of the annulus and the decision was made to use the 23mm sapien 3 ultra valve. During valve preparation, the patient was hemodynamically unstable with catecholamine and cardiopulmonary resuscitation (CPR) required. The valve was implanted within 4 minutes after bav with no hemodynamic output improvement. Coronary intervention of the left anterior descending artery (lad) was performed and plaque was identified at the proximal ramus interventricularis anterior coronary (riva). The patient also received cardioversion 3-4 times and converted from vf to sinus rhythm. Due to no output and several cardioversion attempts, the decision was made to convert to open heart surgery with aortocoronary saphenous vein bypass (acvb) on rad and heart lung machine. After acvb, the patient received extracorporeal membrane oxygenation (ECMO) and was sent to the ICU. At the time of the report the patient was in ICU intubated with ECMO. Information regarding the native annular diameter and degree of valvular calcification was not provided. As per medical opinion, the coronary occlusion was either due to the cannulation with the wire of the aorta or during bav.

Manufacturer narrative:
Section b2: outcomes, h1: type of event. Additional information received indicated that one week post tavr, the patient expired due to their condition. The exact date of the patient death was not provided.